Manufacturer narrative:
There is the potential for pt injury if the catheter icon moves when the actual catheter is stationary, since there is the possibility that a physician may ablate in an incorrect location.

Event description:
It was reported that the catheter icon on the carto screen moved in various locations without movement of the actual catheter. No adverse event was reported for this event.